Event description:
Patient reported left side capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4, a6, d4, h4, h6.

Event description:
Patient reported, left side capsular contracture, baker grade unknown. Patient additionally reported, "rupture", "radial folds" and "swelling". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2.

Event description:
Patient reported left side capsular contracture baker grade unknown. Later, patient reported "pain caused by contracture and changes in shape" and per MRI reported "radial folds." Additionally, patient reported on behalf of healthcare professional "baker's grade iii capsular contracture", "pain and swelling". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6

Event description:
Patient reported left side capsular contracture baker grade unknown. Later, patient reported "pain caused by contracture and changes in shape" and per MRI reported "radial folds." Additionally, patient reported on behalf of healthcare professional "baker's grade iii capsular contracture", "pain and swelling". Patient's representative reported "capsular contracture baker grade IV" and "contracture was particularly severe, with evidence of chronic inflammation and inadequate scarring around the implant." The device was explanted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side capsular contracture baker grade unknown. The device remains implanted.